Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed phrenic nerve stimulation due to dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.